Event description:
(B)(6) study. It was reported that left bundle branch block(lbbb) occurred. Procedure summary: a lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty(bav) as indicated in the directions for use. No new conduction disturbance was noted post bav. Subsequent deployment of a 23 mm lotus edge valve involved partial sheathing of the valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus as indicated in the directions for use. Event summary: on the same day as the index procedure, the subject developed left bundle branch block. The event was treated medically with an adjustment to the patients medication. No diagnostic tests/procedures were performed to confirm the event. At the time of reporting, the event was considered to be recovering.